Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or lot number were provided for evaluation. Therefore, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
According to the complainant, the needles are stripping of the connection to the syringe and cannot disconnect syringe. Also, it was reported being painful for patients, flimsy and breaking. No injuries reported as a result of this issue.